Event description:
It was reported to boston scientific via an article published in urolithiasis journal that a prospective randomized study was conducted to compare the outcomes of transperitoneal laparoscopic ureterolithotomy (tplu), retrograde flexible ureteroscopy (r-furs) using navigator access sheath, and mini-percutaneous antegrade flexible ureteroscopy (a-furs), also using navigator access sheath; for treating large ureteral stones. A total of 105 patients participated and were randomized into 3 equal groups according to the procedure performed (tplu, r-furs, a-furs ). The patients were admitted to the hospital during the period from april 2021 to april 2023. After the patients underwent to the procedures, there were certain adverse events experienced by the patients, such as: mild mucosal injury, minor ureteral perforation, failed retrograde access, and fever; the cases were managed by antipyretics and antibiotics. Another perioperative complication found on patients were paralytic ileus, hematuria and sepsis, which was managed with broad-spectrum antibiotics.

Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2015 captures the reportable event of tissue damage. Patient code e2114 captures the reportable event of perforation. Patient code e230101 captures the reportable event fever. Patient code e2328 captures the reportable event of obstruction. Patient code e1302 captures the reportable event of hematuria. Patient code e0306 captures the reportable event of sepsis. Impact code f12 captures the reportable event of serious injury. Impact code f23 captures the reportable event of unexpected medical intervention. Literature source: zoeir, a., zaghloul, t., gameel, t., mousa, a., el tatawy, h., ragab, m., abo-el enein, m., and mamdoh, h. (2024). Comparison of laparoscopic ureterolithotomy, retrograde flexible ureteroscopy, and mini-percutaneous antegrade flexible ureteroscopic lithotripsy for treating large (>15mm) impacted proximal ureteric stones: a prospective randomized trial. Urolithiasis, 52(1). Https://doi.org/10.1007/s00240-024-01602-2.